Event description:
Fc-1s equashield female ll connector swivel defective and caused fluorouracil to leak from pumps of a number of patients receiving fluorouracil cadd cassette pumps in their household. This resulted in bedding and clothes exposed to chemotherapy in their household.